Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (results code, conclusion code). The reported event could be confirmed since images of CT scans were provided and shows loosening of the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is radiolucence visible and some cysts around the tibial component. Loosening is very likely, migration is not sure. There are some artefacts around it, therefore the radiographic assessment is a little bit difficult. The pe cannot be assessed with the CT scan as it is not radiographically visible, however, there are no indirect sign of separation or breakage. The talar component has even more artefacts, but there is some radiolucence visible specifically around the pegs and smaller cysts. These findings would also suggest loosening of the talar component.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.